Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was resetting during testing. Upon investigation, the leads of high voltage capacitor c19 were lifted from the defibrillator pca. The cause for the failure was the damaged capacitor. There was evidence of physical abuse to the monitor. Root cause investigation of units exhibiting a similar failure indicates that the capacitor was likely damaged by excessive mechanical force to the monitor. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, a patient's monitor was resetting during incoming functional testing.